Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ' pump reported "needs service". The pump showed alarms on its history log on screen, and on the server. The pump booted up properly and passed field test infusions with a working cassette. Sn#: (B)(6). Patient incident? No, there was no reported patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.